Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited post-sensed t-wave oversensing (pstwos). No intervention was done. The patient status was unknown.